Manufacturer narrative:
(B)(4). The following information was requested but unavailable: can you explain ¿patient¿s condition became worse¿? No further information. What was the indication for the second procedure? No information. Can you describe the suture during the second procedure? No information. What was used to close the anastomosis? No information. What are the patient age, gender, weight, medical history? No information.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A suture piece of product code (B)(4) was returned for analysis. During the visual inspection of the sample, wavy suture and a knot were noted. Also, the ends were cut, appeared to be by use of surgical instrument, this is consistent with the suture being pulled to remove from the patient. In addition, a functional test was performed and the tensile force were above the minimum requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent artificial vascular anastomosis of the abdominal aorta on an unknown date and suture was used. During the procedure, the artificial vascular was anastomosed by continuous suturing on the abdominal aorta. After the primary surgery, CT examination was done regularly, and a false aneurysm was found about 1 year and 2 months after the surgery. After 1.5 years post-op, reoperation was performed because the patient¿s condition became worse. On (B)(6) 2018, the patient underwent reoperation and suture which was used in the primary operation was broken other than knot. The suture was removed and the procedure was completed with another unknown suture. The patient is hospitalized currently. The doctor opined that a false aneurysm has occurred due to breaking of the suture at the anastomotic site. After reoperation, the patient has recovered steadily. No additional information was provided.